Event description:
Reportedly, end of (B)(6), rms alert on ventricular threshold increase (around 3.5 v). Impedance and sensitivity stable. Reintervention done on (B)(6) 2025 (because of to high pt increase only 15 days after the first implant). Tests before implant : 3.75 v in bipolar pacing / 2.25v in uni pacing - sensitivity 15mv - impedance stable (around 600 ohm?). On the x-ray, the lead was still in place, the screw extended. Physician's decision to replace the lead without trying to reposition it. The vega lead was explanted : its integrity appears correct. New lead implanted: 5076 from medtronic (gold standard for this physician). 3 attempts to reach a good positon. The impedance was too high (1200 ohm). At the end of the reintervention : 700 ohm, sensitivity 8 mv, pt 0.5v/0.35ms.

Manufacturer narrative:
The analysis of the provided data confirmed the reported event and showed the increase of the ventricular pacing threshold from 0,75 v on (B)(6) 2025 to 1.75 v on (B)(6) 2025. The ventricular pacing threshold measured during the in-clinic follow-up on (B)(6) 2025 is 3,5 v. No ventricular oversensing had been detected. Review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the subject lead was tested, and mechanical and electrical tests were within specifications. Lead micro-dislodgement likely occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead micro-dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. No malfunction is suspected on the subject lead. The investigation results are retained and used for trending purposes is case is retained and utilized for trending purposes.

Event description:
Reportedly, end of april, rms alert on ventricular threshold increase (around 3.5 v). Impedance and sensitivity stable. Reintervention done on (B)(6) 2025 (because of to high pt increase only 15 days after the first implant). Tests before implant: 3.75 v in bipolar pacing / 2.25v in uni pacing - sensitivity 15mv - impedance stable (around 600 ohm?). On the x-ray, the lead was still in place, the screw extented. Physician's decision to replace the lead without trying to reposition it. The vega lead was explanted: its integrity appears correct. New lead implanted: 5076 from medtronic (gold standard for this physician). 3 attempts to reach a good positons. The impedance was too high (1200 ohm). At the end of the reintervention: 700 ohm, sensitivity 8 mv, pt 0.5v/0.35ms.